Event description:
The customer contact reported a crack; subsequently a leak was noted. The monitoring kit was being used to deliver an unspecified solution. After an unspecified length of time in use, while repositioning the pt, the nurse noted a crack between the transducer and stopcock; subsequently a leak of solution was noted. The nurse adjusted the stopcock handle so that fluid flow was "off" to the pt. The monitoring kit was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).